Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (52 mg/dl). Customer consumed carbohydrates to address low blood glucose. Customer adjusted the pump basal rate to resolve the issue.